Event description:
The customer reported generating false low sodium (na) results from a unicel dxc 600 synchron system. The customer stated that the erroneous results were not reported out of the laboratory. The samples were repeated on an alternate dxc analyzer which recovered higher na results and were reported out of the laboratory. The customer had provided data for 2 patient samples but the difference in results for the second sample was within assay precision claims and therefore not erroneous. The first patient had an initial na result of 118 mmol/l with an automatic immediate rerun of 117 mmol/l. The sample was repeated on an alternate dxc with a na result of 123 mmol/l. The customer noted that quality control prior to the event was within the laboratory's established ranges. There was no change to patient treatment as a result of the event. Beckman coulter field service engineer (fse) was dispatched and had replaced the carbon bridge. Instrument's performance was then verified and results met published specifications. Failure mode was determined to be the carbon bridge.

Manufacturer narrative:
Evaluation, results: carbon bridge.